Event description:
It was observed that during the device evaluation, the bronchovideoscope plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Based on the results of the investigation, a definitive root cause cannot be identified. It is presumed that the use of high-energy treatment tools (lasers, high frequency, etc.) Without securing a sufficient distance from the tip may have contributed to the burnt plastic distal end cover. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor the field performance of this device.